Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead had dislodged before testing and was repositioned on septum. The rv lead also exhibited unstable sensing and small r waves. The rv lead was repositioned four times before replacement. No patient complications have been reported as a result of this event.